Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer inspected the ventilator and replaced the direct current (dc) to dc converter printed circuit board (pcb). After servicing, the ventilator passed all testing per manufacturer specifications and was returned to the customer. One dc - dc converter pcb was returned to medtronic for further analysis. A visual inspection was conducted and no anomalies were found. The pcb was installed into the failure investigation (fi) test ventilator and generated multiple relevant error codes. The dc-dc board was removed from the ventilator the ohm¿s measurement was conducted on the c69 and c63 capacitors. The ohms measurement for c69 was 2 mega ohms and the c63 measured 8 ohms which shows this is a faulty component. The cause of the observed condition was determined to be a fault with the c63 capacitor in the dc-dc board. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.